Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the lot number provided 32580913 is not an accurate lot number. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported a cartridge that split during at the process of inserting the lens during an intraocular lens (iol) implant procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the cartridge was returned. Only a small amount of solution was observed dried in the cartridge tip beyond the parting line. The cartridge has heavy stress lines present prior to the parting line on the anterior. The cartridge is also cracked along the right side beginning prior to the parting line. The crack damage extends into a split and an aneurysm that has torn. Stretching of the cartridge tip material is observed at the end of the aneurysm. The customer indicated the use of a qualified lens with a qualified viscoelastic. The handpiece is unknown. The reported tip damage was observed. The root cause is most likely related to a failure to follow the directions for use (dfu). Information in the file indicated that the ovd was only placed in the end of the cartridge for iol to be inserted into the cartridge. This is not a recommended method per the dfu. The dfu also instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. In addition, this type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. It is unknown if this lens/cartridge combination was used with a qualified handpiece. The manufacturer internal reference number is: (B)(4).